Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer experienced a skin reaction while wearing an adc freestyle libre sensor for three days. It was further reported that on an unspecified date caller noticed the insertion site was ¿swollen¿. Caller noted the customer had contact with a healthcare provider and was prescribed unspecified oral and topical antibiotics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Serial number was incorrectly documented in follow up # 1. The serial number should have been updated to (B)(4) based on case information.

Event description:
Customer¿s mother reported customer experienced a skin reaction while wearing an adc freestyle libre sensor for three days. It was further reported that on an unspecified date caller noticed the insertion site was ¿swollen¿. Caller noted the customer had contact with a healthcare provider and was prescribed unspecified oral and topical antibiotics. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s mother reported customer experienced a skin reaction while wearing an adc freestyle libre sensor for three days. It was further reported that on an unspecified date caller noticed the insertion site was ¿swollen¿. Caller noted the customer had contact with a healthcare provider and was prescribed unspecified oral and topical antibiotics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.